Event description:
On (B)(6) 2025, a patient underwent the chronic catheter placement procedure using hickman cv catheter, dual-lumen, 7f. Post the procedure, it was reported that the device was allegedly found leaking and further reported that the device was allegedly turned a little orange color once the orange anti-cancer drug was administered and the catheter was cut. Reportedly, a pinhole was confirmed and an extravasation confirmed. The procedure was completed by using another device. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7fr hickman d/l catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Discoloration was observed throughout. The distal catheter segment was returned loaded to a terumo brand syringe. Under microscopic observation, the proximal portion of the distal catheter segment was inspected. What appeared to be a small pinhole/split was noted. Hydrostatic pressure was applied by clamping the distal end of the catheter. An in-house syringe was attached to the proximal end of the distal catheter segment. An infusion test was performed, and a small leak was observed from the proximal portion of the distal catheter segment. Therefore, the investigation is confirmed for the reported material discolored, fracture, leak and hole issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent the chronic catheter placement. Post a catheter placement, it was reported that the device was allegedly found leaking and further reported that the device was allegedly turned a little orange color once the orange anti-cancer drug was administered and the catheter was cut. Reportedly, a pinhole was confirmed and the extravasation confirmed. The procedure was completed by using another device. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7fr hickman d/l catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Discoloration was observed throughout. The distal catheter segment was returned loaded to a terumo brand syringe. The catheter segment was removed and measured approximately 9.1cm in length. An in-house syringe with dye water was attached to the red luer and was patent to infusion and aspiration. An in-house syringe with dye water was attached to the white luer and was patent to infusion and aspiration. No leaks were observed throughout tests. Hydrostatic pressure was applied by clamping the distal end of the catheter. An infusion attempt was performed on each luer with dye water and no leaks were observed. Similarly, an in-house syringe was attached to the proximal end of the catheter segment and was patent to infusion and aspiration. No leaks were observed throughout tests. Hydrostatic pressure was applied by clamping the distal end of the catheter. An infusion attempt was performed with dye water and no leaks were observed. Therefore, the investigation is confirmed for the reported material discolored issue. However, the investigation is unconfirmed for the reported fracture, leak and hole issues as no issues were identified during investigation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent the chronic catheter placement. Post a catheter placement, it was reported that the device was allegedly found leaking and further reported that the device was allegedly turned a little orange color once the orange anti-cancer drug was administered and the catheter was cut. Reportedly, a pinhole was confirmed and the extravasation confirmed. The procedure was completed by using another device. However, the current status of the patient is unknown.